Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up transesophageal echocardiography (tee), imaging showed a device related thrombus (drt) which was biased toward the limbus. The patient's medication was changed. There were no patient complications. No further information was provided.